Event description:
The customer reported there was poor image quality on the left monitor. They were having to manually adjust too many images.

Manufacturer narrative:
The ge svc rep calibrated the left monitor. The system boots up and operates error free and within specification.